Event description:
Complaint alleges: the customer reports that the catheter broke at the funnel during the inflation test prior to use. No pt injury reported. The current condition of the pt is reported, as fine.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.